Manufacturer narrative:
E1 phone: complete phone number is (B)(6) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg and provided the following data for 1 patient: (reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results): on (B)(6) 2023 the initial result was 3236miu/ml (positive). The sample was repeated on (B)(6) 2023, which generated a result of <0.12miu/ml (negative). Additional laboratory information: a urine test generated a negative result. The patient went to another facility to have another pregnancy test, which generated a negative result. An ultrasound was performed, which did not see an embryo. There was no reported impact to patient management.

Manufacturer narrative:
The architect i2000sr, serial number (B)(6) was inspected and found that the issue was resolved by cleaning the load and unload diverter - moulded base (rohs). Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the load and unload diverter - moulded base (rohs). The product monitoring review scorecard was reviewed and found no similar issues related to the architect system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the load and unload diverter - moulded base (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficeiency of the architect i2000sr, serial number (B)(6) and load and unload diverter - moulded base (rohs) was identified.

Event description:
The customer reported false positive architect total b-hcg and provided the following data for 1 patient: (reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results): on (B)(6) 2023 the initial result was 3236miu/ml (positive). The sample was repeated on (B)(6) 2023, which generated a result of <0.12miu/ml (negative). Additional laboratory information: a urine test generated a negative result. The patient went to another facility to have another pregnancy test, which generated a negative result. An ultrasound was performed, which did not see an embryo. There was no reported impact to patient management.